Manufacturer narrative:
Three (3) attempts have been made to contact the manufacture of the device in order to obtain investigation results, but we have yet to receive a response. If the investigation results become available in the future a supplemental will report will be submitted accordingly.

Event description:
It was reported that the doctor indicated that a locator abutment (loa006) had fractured inside the implant.